Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device has been alerting since last week as the patient was in an altercation and exerting them self and was shocked several times. It was found that by the patient exerting themself their rate was elevated and therefore far field r-wave (ffrw) oversensing on the atrial lead resulted in inappropriate atrial undersensing that subsequently led to inappropriate detection and therapy by the implantable cardioverter defibrillator (ICD). It was noted that the ICD alerting was due to the shocks. The atrial lead and ICD remain in use. No further patient complications have been reported as a result of this event.